Manufacturer narrative:
Conclusion: the complaint is confirmed for hole in the cannula body. It is unknown what may have caused this occurrence. Visual inspection of the returned device did observe some type of damage in the cannula. Additional inspection under the microscope did observe what appears to be a nick/cut mark in the wire wound area and a cut/tear close to the connector end. A review of the manufacturing specification found no fixture or equipment that could have caused the defect such as that on the returned device. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned device confirmed the reason for return. Visual inspection shows evidence of a small hole in the body and a larger split/hole toward the connector. There was a leak observed from both damaged areas. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a eopa cannula, the customer reported blood droplets coming from a puncture. The device was used to complete the procedure. There was no patient impact associated with this event. Additional information was provided that customer sealed the puncture with bone wax temporarily to complete the procedure. Additional information received indicates it is unknown how much blood was lost, only blood droplets were seen but the small hole was immediately sealed by bone wax. A blood transfusion was not required. The hole is not visible but the leak appears to be from the cannula. The cannula was not heated or cooled prior to use.